Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 10/06/2023, the patient went to the store and when she got out of the car, the cgm was displaying 200 mg/dl. After about 15 minutes, the patient became weak and could not focus. Someone at the store called an ambulance. When paramedics arrived, they checked her bg and it was 20 mg/dl and was taken to the hospital. The patient was treated (no information about treatment was provided) and was released later in the afternoon on the same day. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.